Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, a customer called the technical support line to state that the e-100 generator leds were red, and the e-100 generator wasn't working. The customer rebooted the e-100 generator, but the issue remained. The customer also did a hard reboot on the e-100 generator by flipping the breaker and pulling the power cord, but the error remained. The customer verified the grey cable in the back of the e-100 generator was plugged into the correct port and it was. Customer was using a vessel sealer instrument at that time, so the intuitive surgical, inc. (Isi) technical support engineer (tse) informed the customer that instrument would work in both the e-100 generator and the erbe generator. Customer was continuing with the case. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The field service engineer (fse) went on site to troubleshoot and confirmed issue. Leds turn red after powering on e-100 generator. Fse replaced e-100 generator to resolve issue. The system was tested and verified as ready for use. Isi received the e-100 generator involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the reported event. This unit was installed into the test system, and it failed. The power led turned red and bipolar led was not turned on, it could not cut/seal. No image or video clip for the reported event was submitted to isi for review. A review of the site's system logs for the reported procedure date was conducted by regulatory post market surveillance analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additional log reviews confirmed that system sk4205 was used on (B)(6) 2022 for a right hemicolectomy procedure. This complaint is considered a reportable event due to the following conclusion: the e-100 generator was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.